Event description:
It was reported that the patient reported to the emergency room after feeling lightheaded and dizzy. A device interrogation showed no capture exhibited by the right atrial lead. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for revision, where an attempt was made to reposition the lead. However, the helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 and h6 he reported events were lead dislodgement, a helix mechanism issue, and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued consistent with the procedural damage. After the lead was cut and cleaned, torque was applied directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical test did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient reported to the emergency room after feeling lightheaded and dizzy. A device interrogation showed no capture and far r over-sensing exhibited by the right atrial lead. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for revision, where an attempt was made to reposition the lead. However, the helix failed to extend. The lead was explanted and replaced. The patient was stable.